Event description:
Report received indicated that during a percutaneous transluminal angioplasty. Balloon burst at 8atm during dilation of lesion at the tibial trunk in a crossover technique. Procedure was concluded by another balloon catheter. There were adverse effects on pt. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.